Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of liquid leak and device running in locked position identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that electric pen drive device only turns in the reverse mode, and when using the foot pedal, the pen only moves in the forward mode. During in-house engineering evaluation, it was observed that the device ran in locked position and in unexpected direction/mode. It was further determined that the device had liquid leak. It was further determined that the device failed pretest for checking for unintended motion, checking handpiece in lock mode, checking with hand switch in lock position, checking function in fwd and rev running mode, and checking function in ¿lock¿ mode with foot pedal. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Upon further review of the returned device, it was determined that the condition of liquid leak was not confirmed. However, during evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.